Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon evaluation multiple components on the defibrillator and computer/analog pca were thermally damaged and the 3.3v, 1.8v, and -5v power supplies were shorted. The cause of the damage was isolated to liquid contamination on the j1002aa connector on the defibrillator board. The contamination caused high voltage to travel to the low voltage components on the computer analog board. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event associated with the monitor malfunction.

Event description:
03/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's monitor would not power on.